Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Add'l info was requested by fax and mail on (B)(4) 2011 and by phone on (B)(4) 2011 and (B)(4) 2011. A completed questionnaire has not been returned. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
An ophthalmic surgeon reported the shunt was inserted into the anterior chamber when the blade made "too large of a hole". A secondary surgery was performed on (B)(6) 2011 to remove the shunt from the anterior chamber. The surgeon stated on (B)(6) 2011 that the pt was recovering from corneal edema which was resolving. Add'l info has been requested.